Event description:
A stent was placed across a subclavian vein stenosis. Upon deployment, the stent watermelon - seeded out of the stenosis and into the superior vena cava. The stent then migrated on its own through the right heart and into the pulmonary artery. A snare was used to retrieve the stent. Bleeding occurred when removed from femoral artery, controlled with pressure.